Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d4 - primary UDI number, d8, d9, g3, g6, h2, h4, h6 and h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had narrow band imaging (nbi) did not light up. The issue occurred during set up. There were no reports of patient involvement.